Event description:
An erosion was reported. It was stated that the implantable neurostimulator (ins) had been protruding from patient's skin since the implant and that "it stuck out about 1/2 inch and caught on things all the time. The ins had always moved/shifted in her body." It was reported that the patient had an infection near the ins in her buttock and that there was a "hole" there as well as on her back/spine. It was stated that patient's doctor was providing medication to treat the infection. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID, 39565-30 lot# serial# (B)(4), implanted: 2008 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), implanted: 2008 (B)(6), product type recharger product ID, 37742 lot# serial# (B)(4), implanted: 2008 (B)(6), product type programmer, patient product ID, 3708140 lot# serial# (B)(4), implanted: 2008 (B)(6), product type extension product ID, 3708140 lot# serial# (B)(4), implanted: 2008 (B)(6), product type extension. (B)(4).